Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other -at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that the avea ventilator displays the "safety valve open" indicator; no visible damage or defects were discovered during the visual assessment.other alarms that occurred with the safety valve alarm were ext high ppeak,circuit occlusion, high ppeak (peak pressure), apnea interval and low ve (minute ventilation) alarms. Furthermore, there was no patient associated with the event.